Event description:
Event description boston scientific (bsc) crm received information that six months ago, this pacemaker showed five years longevity remaining. However, today it showed 3.5 years longevity remaining. The gas gauge is still at 75% remaining and device testing noted no abnormalities.

Manufacturer narrative:
A bsc crm technical services consultant performed a longevity calculation and calculated 7.5 years longevity. The consultant stated that with the provided information, longevity seems more in line with the five year estimation. The patient will be coming back for device evaluation in three months so the consultant suggested they re-evaluate longevity at that time. A download of the device data and memory could be performed at that time if longevity is the same or less. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Three years later, the device was explanted for normal battery depletion. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Therefore, the reported clinical observation could not be confirmed.